Manufacturer narrative:
(B)(4). Batch # p56x2y. Device evaluation: the analysis found that one sr75 reload was returned with the dog house, the pan, and the cartridge deck damaged. The reload had the proximal one driver up and the remaining drivers down with staples present. No functional test was performed due to the condition of the cartridge. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. Please reference the ¿instructions for use¿ for better usage reference. Photographic analysis: first picture shows a cartridge with the knife not in the doghouse. Second picture shows a side view of the cartridge, the knife can be seen not completely within the doghouse. Based on the photos alone the event describe is confirmed.

Event description:
It was reported that during an unknown procedure, after installed found the reload broken.. Another like product was used to complete the procedure. There were no patient consequences reported.